Event description:
It was reported that after a first proper functioning period, no data could be transferred through smartview hotspot from (B)(6) 2016. The smartview hotspot system boots up with orange status.